Manufacturer narrative:
The complaint is inconclusive as the circumstances could not be duplicated. According to the investigation of pump, the device was evaluated and no anomalies or damages were found. The device passed all functional testing and confirmed working within specification. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port etc.), it is difficult to determine a definitive root cause. It is possible the pump did not alarm in presence of a visible leak because the system was still reaching vacuum in the presence of a partial blockage caused potentially by clotting at the head of the soft port or buildup of blood clots/exudate inside the wound filler and/or the soft port fluid handling pathway. The system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing for more than one minute. The production records were reviewed and no issues were found during the manufacturing and/or release of the device. It is important that the dressing be applied according to the clinical guidelines and that the hole in the transparent file is cut to 0.6cm and the opening in the soft port is properly aligned with the hole in the transparent film. Complaints will continue to be monitored.

Event description:
Adverse event. Nurse called c/o maceration r/t the dressing being wet. She also c/o leak alarm not sounding when there was a visible leak. Foam dressing with soft port, continuous 90mmhg display message at the time of leak, dressing changed every mwf, and the pt is keeping the device above the wound. Minimal amount of drainage and 30ml remains in the wound. The dressing was detached and the device did not alarm detecting a leak even after she removed the dressing completely. The device did not alarm within 3 minutes of removing the dressing.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Event description:
Adverse event nurse called c/o maceration r/t the dressing being wet. She also c/o leak alarm not sounding when there was a visible leak. Foam dressing with soft port, continuous 90mmhg display message at the time of leak, dressing changed every mwf, and the pt is keeping the device above the wound. Minimal amount of drainage and 30ml remains in the wound. The dressing was detached and the device did not alarm detecting a leak even after she removed the dressing completely. The device did not alarm within 3 minutes of removing the dressing.